Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the right ventricular (rv) lead was connected to the ventricular port of the pacemaker, high pacing impedance was noted. The physician verified that the rv lead remained fully seated, and additional testing using a pacing system analyzer (psa) demonstrated pacing impedance within the acceptable range in bipolar, unipolar tip, and ring configurations. The rv lead was then connected to the atrial port of the pacemaker, with results consistent with the psa findings. As a result, the pacemaker was not used and was replaced. The new device demonstrated normal, in-range pacing impedance on the rv lead. The patient remained stable throughout the procedure.